Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
2021: it was reported that caller states that he has been feeling 'weird' this past week. Caller states that on a porch adjoining his porch at his retirement facility there is a person who is using a 'signal booster' related to television. The caller believes his therapy concern may be related to emi generated from this product--caller wanted to know if that was possible. Agent reviewed that it is possible that strong enough emi can have interaction with the system. Caller noted he is on his lowest therapy setting but has felt as though it is a higher setting from the booster.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the consumer. They repeated the allegation of emi and that they continued to feel stimulation through their body. They met with their provider who stated that everything is working correctly.